Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is damaged near the reservoir compartment and sometimes the reservoir falls out. The patient¿s blood glucose level was unknown at the time of the incident. Customer states that she treated for high blood glucose with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin device is expected to be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window, missing reservoir tube o-ring and cracked battery tube threads. The p-cap did not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.